Event description:
Customer reports the following: "pump reported to biomed, repeated air in line alarms. Biomed cleaned pins and cassette sensor, tried different cassettes, still alarming. No patient harm." The description and logs indicate that the pump is incorrectly reporting air in line. This could disrupt or prevent starting an infusion. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.